Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled, collecting only "1.4 ml" of blood, which was less than the minimal requirement of "1.7 ml". The following information was provided by the initial reporter, translated from portuguese to english: the vacuum of the 2ml edta tube is not sucking the correct blood quantitate. In a test carried out in the laboratory together with consulting, we found that it aspirated 1.4 ml of blood, when it should have pulled at least 1.7 ml. I emphasize that this difference came in all tubes used. None came close to the mark indicated on the label.

Manufacturer narrative:
Correction: due to the complaint being opened in the incorrect business unit, this complaint will be cancelled and resubmitted under the correct business unit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tube underfilled, collecting only "1.4 ml" of blood, which was less than the minimal requirement of "1.7 ml". The following information was provided by the initial reporter: the vacuum of the 2ml edta tube is not sucking the correct blood quantitate. In a test carried out in the laboratory together with consulting, we found that it aspirated 1.4 ml of blood, when it should have pulled at least 1.7 ml. I emphasize that this difference came in all tubes used. None came close to the mark indicated on the label.